Manufacturer narrative:
This report is submitted on september 01, 2017 by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with a topical antibiotic (date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, it was reported that the patient underwent a surgical procedure on (B)(6) 2017, in order to cauterize excess skin at the abutment site.